Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of homechoice cassettes were damaged. During an unspecified process step, the customer discovered that the cassettes had a scratch going down the tubing. It was unknown if the patient was connected for therapy during the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : one actual sample was received for evaluation. A visual inspection with naked eye noted scratches/surface marks on the patient line next to the patient connector. There was no evidence of packaging defects to the over pouch on the returned sample. Functional testing, including leak testing, clear passage testing and clamp function testing was performed with no issues noted. The reported condition was verified. The direct cause of the scratches were caused by grippers during manufacturing process; however, the scratches does not affect the functionality of the set; therefore the sample met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.